Event description:
It was reported that the patient went to the hospital with symptoms of syncope. The implantable pulse generator (ipg) was observed to have loss ventricular capture. The device was reprogrammed to bipolar pacing. During a subsequent follow-up visit, the loss of ventricular capture was confirmed and both chambers exhibited high impedances. The ipg was reprogrammed and finally explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).